Event description:
The patient stated that the non-(B)(6) neurostimulator did not work and their healthcare provider (hcp) refused to explant it. The patient also received botox, but the botox didn't work so they were given different programs. The patient's reason for calling was to get listings of hcps who were familiar with interstim. The patient was considering getting interstim again, but they didn't have a managing hcp at the time of the call and they were no longer in contact with dr. Rehman. Agent emailed physician listings to the patient. This report reflects information received by FDA in form of a notification per 803.22 (b) (2).